Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic hysterectomy, while closing the vaginal cuff, when the surgeon was switching needle back and forth between the jaws of the device, the needle broke in half. The surgeon retrieved the broken needle and fell into the cavity of the patient. The surgeon retrieved the broken needle with a lap instrument. To complete the case, they got another reload and continued the procedure. There was no patient injury

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.